Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted with a prostyle device after a diagnostic procedure using a 4f sheath. Reportedly, the device would not track in the 4f sheath hole. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿device would not track in the 4f sheath hole¿ could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The prostyle device was used to close a puncture under 5f. The electronic prostyle instructions for use (IFU) states: the perclose prostyle suture mediated closure and repair system is indicated for access sites in the common femoral artery using 5f to 21f sheath. The investigation determined the reported difficulties appear to be related to use error and the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.